Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2014-31581. This report, 1818910-2014-31443, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2014-31851.

Manufacturer narrative:
This product was reported in error as after further review it was identified there was no serious injury or reportable malfunction associated with the event.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
35 drill bit is bent and needs to be replaced.